Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer required assistance to treat a low blood glucose level on two occasions. No additional information was provided. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.